Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as 6000089-2007-00567. It was reported, by the pt, that post a coronary drug eluting stenting treatment procedure, "she is now experiencing the same symptoms she had prior to stent implantation: feels pressure on her neck and gets out of breath going up and down the stairs, clearing the table, walking fast, talking." She also stated "she feels worse than before the stent implantation." The pt had an appointment at the end on the month, with her implanting cardiologist as he "feels that these may be signs that her stent is closing up." Add'l info regarding this event has been requested.